Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 293 mg/dl. Customer reported that the issue was not resolved with a new battery change. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the interface board. After replacing the component, the pump booted up and froze at sequence "7" due to poor solder joints at on the mother board. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and a scratched reservoir tube window.